Manufacturer narrative:
Corrected data: please note that information provided was accidentally not included in the initial medwatch report (see below for complete information): after a year of post stent implantation, the patient went in for a follow-up angiogram that showed possible clot inside stent. The target site was the right supraclinoid (ica) internal carotid artery with an aneurysm that measured 6.2 x 5.3 x 6 mrn. The vessel size distally was 3mm and proximally was 4.2mm. The aneurysm was treated with 8 micrus coils- microsphere 6xl1,5x9, and deltaplush coils (3 4x4,2 3x6,2 2x2). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lake region lot number 01416685 which is cordis lot number 13471784. Per lake region report c 10308: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01416685. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 173 units, which were shipped from lake region medical on november 6, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The event was treated with loading of additional plavix, and follow-up angiograms will be conducted in 3 months. There were no neurological deficits, and the patient was aspirin 225mg /day and plavix 75mg/ day. At the time of implant, the antiplatelet level of efficacy was therapeutic. The target site was the (ica) internal carotid/supraclinoid artery. No thrombus was seen prior to the stent implant, and this was not the first time the aneurysm was treated. The patient's medical history consisted of hypertension, left arm numbness and weakness, and incidental finding of aneurysm. The current patient condition was stable. Based on the provided images, there were no indications of any technical issues with the coils or stents, and there was no difficulty navigating any of the devices or any sign of any vessel trauma during the procedure that may have contributed to what appears to be clot. The patient was pretreated aspirin and plavix, and the patient was prescribed and compliant with post treatment antiplatelet therapy. Accumetrics verify that the antiplatelet inhibition with plavix was only 12% (ideally should be 40%), therefore extra doses of plavix was given before discharged. However, according to the reporter, what was unusual about this case was that the stent thrombosis a year after stent implantation and the clot does not appear to be chronic or organized. There was no problem at the time of initial embolization the year before. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information indicated that there was no indications of any technical issues with the coils or stent or difficulty navigating any of the devices or any sign of any vessel trauma during the procedure that may have contributed to the clot. The patient was patient was pretreated aspirin and plavix, and the patient was compliant with post treatment antiplatelet therapy. There was no indication that the patient was not responsive to antiplatelet therapy or was there interruption in her antiplatelet therapy. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One year post enterprise stent implantation to treat a 6.2x5.3x6mm rt. Supraclinoid ica aneurysm, follow-up angiogram showed possible clot inside the stent. The patient had no neurological symptoms. It was reported that it is unusual that the thrombosis was a year after stent placement and that the clot does not appear to be chronic or organized. The patient was compliant with antiplatelet therapy which included aspirin 225mg and plavix 75mg/day. Accumetrics verify now testing indicated platelet inhibition with plavix was only 12% (ideally should be 40%). Additional loading does of plavix given prior to discharge with follow-up angiography to be done in 3 months. The patient was pre-treated prior to index procedure with plavix and aspirin. The vessel size was reported as 3mm distally and 4.2mm proximally. The enterprise vrd is intended for treatment of aneurysms arising from a parent vessel with a diameter of 2.5mm and 4mm. Usage other than the approved labeling may involve risks not described in the labeling. There were no technical issues with placement of the enterprise vrd or any of the 8 micrus coils placed in the aneurysm. There was no difficulty navigating any of the devices or signs of trauma during the procedure. There was no thrombus present prior to implantation of the enterprise and no thrombus after implantation of the enterprise during the index procedure. At implant act was therapeutic. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01416685. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although no definitive conclusion can be made regarding what appears to be delayed intra-stent thrombus formation, it appears that patient factors including responsiveness to antiplatelet therapy at the time of the noted thrombus may have contributed. There is no indication of any device manufacturing or performance issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
After a year of post enterprise stent implantation, the patient went in for a follow-up angiogram this shows possible clot inside stent.